Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as surgical impact opening, observed broken on anterior and posterior side assessed as smooth opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: ¿ observed creases on the device. ¿ observed stress marks on the device. ¿ observed 40 mm dark patch edge material inside gel device. ¿ observed wear abrasion on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d6b, d9, g1, g2, h3, h6.

Event description:
Device has been explanted and replaced.